Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 32 mg/dl at the time of the call. The customer stated that the buttons do not respond and are getting stuck. The customer did not mention any form of treatment for the low blood glucose. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons on the insulin functioned properly. However, corrosion was noted on the keypad traces during visual inspection. The device passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd window, scratches on the reservoir tube window, and missing end cap sticker.